Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The amount of blood loss reported was around 5-10mls. No medical intervention was required for the patient involved. The patient has been discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backed up and leaked in a clearlink continu-flo solution set during infusion of etoposide in the picu. The nurse stated that the blood was backed up almost to the unknown infusion pump. It was further reported that the tubing was cracked and leaking IV fluid/blood. There was no patient injury or medical intervention associated with this event. No additional information is available.